Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the request was rejected by pharmacy. A technical support specialist (tss) informed customer that the request had been rejected as pharmacy had no order for the patient when the request was received. The order was later received, and the item was already on its way to the facility. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue tramadol 50mg because the validation code was rejected as the user had zero balance remaining or needed new prescription. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.